Manufacturer narrative:
Hamilton medical ag comes to the conclusion: root cause: mainboard defective correction: replaced mainboard.

Event description:
The following was reported to hamilton medical ag: summary:during ventilation the screen blacked out for a second. Treatment was continued and finished.

Event description:
The following was reported to hamilton medical ag: summary:during ventilation the screen blacked out for a second. Treatment was continued and finished.

Manufacturer narrative:
Hamilton medical ag comes to the conclusion: root cause: investigation ongoing.

Manufacturer narrative:
Hamilton medical ag comes to the conclusion: root cause: mainboard defective. Correction: replaced mainboard. Hamilton medical ag complaint number: (B)(4).

Event description:
The following was reported to hamilton medical ag: summary: during ventilation the screen blacked out for a second. Treatment was continued and finished.